Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. The target lesion was 90% stenosed and located in the proximal right coronary artery (rca). The lesion was treated with four passes with the oad on low speed and two passes on high speed. Following treatment with the oad, slow flow and st elevation were noted. Medication was administered to resolve the issue and the patient was stable following the procedure.